Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy card and capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy card and capacitor. The therapy card and capacitor were replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the defibrillator is failing the operational test. There was no patient involvement.